Event description:
It was reported that the doctor introduced the balloon through osteointroducer and proceeded to inflate up to approximately 400 psi when the balloon broke in the first insertion. No patient complications were reported.

Manufacturer narrative:
Additional information: product analysis: during visual analysis, no problem was detected. No problem on the bonding or at any gluing part of the device except that the shape of the balloon indicate that it has been inflated at least one time at high pressure. During functional analysis, it was not more possible to inflate the balloon due to a hole or leak in the ibt. After further analysis, the hole was detected nearby the middle of the balloon. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to contact with bone splinter during surgery.

Manufacturer narrative:
(B)(6). (B)(4).